Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. As per escalation a sensor relink was requested but user remained unresponsive. No further actions were possible for this complaint as the user stopped responding to the communications from customer care.

Event description:
On 25 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.